Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Corrected fields: b5, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burn marks on the distal end cover. Based on the results of the investigation, the cause of the foreign material in the auxiliary water channel and foreign material inside the nozzle is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. For the burnt marks on the distal end cover, the likely cause could be high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip, component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had blood stains dripping down and blood was observed spurting out from the distal end.

Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had foreign material in the air/water nozzle and the auxiliary water channel. The issue occurred during inspection for use. There were no reports of patient harm.